Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. The cause of the "adjust belt" messages was a defective transient voltage suppressor (component v4 in ECG d). The damaged component caused a short enabling the electrical discharge line, thus disabling the ECG signal. The root cause of the damaged v4 component cannot be positively identified. Once v4 was replaced, the unit was fully functional. No adverse event resulted from the faulty component. The patient received a replacement electrode belt.

Event description:
A patient contacted zoll lifecor customer support to report that the patient was receiving "adjust belt" alarms. He had adjusted the belt as much as he could, but the alarms would not stop. The patient's electrode belt was replaced.